Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, an air leak occurred with the device. The connection of the seal cap and the sleeve were loose. Another device was used to complete the case. There were no adverse consequences to the pt.